Event description:
It was reported the patient had a burning sensation. The battery was reported to burn them. It was also reported that they had troubles with it turning off, turning back on, and when they turned it off it would not go off, staying on for days or weeks. The implantable neurostimulator (ins) was upside down, and it was also stated that ¿something¿s loose¿ or that they ¿have a loose lead or something.¿ the patient was admitted to the hospital at the time of report. The patient needed the ins taken out; they were in the hospital and in need of an MRI of their lower back. It was stated that the doctors there would not remove the device. Additional information received reported the patient had an appointment scheduled with a neurosurgeon on (B)(6) 2014. The patient had ¿major problems¿ with the spinal cord stimulation (scs) device, which were reported previously. The device had to be taken out because something had happened to the patient¿s back, and they needed an MRI. The patient had been in the hospital for 6 days, it was unclear which dates the patient had been in the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# lb4599a, implanted: (B)(6) 2003, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).